Event description:
It was reported that three days post right ventricular (rv) lead replacement the patient complained of pain under their left breast with a shocking sensation. A remote transmission showed normal device function. The patient was admitted and developed tachycardia and hypotension, and subsequently coded. The patient was in ventricular fibrillation (vf) arrest with asystole observed on the monitor. The patient was intubated and received chest compressions and cardiopulmonary resuscitation. Device re-interrogation showed loss of capture, and no therapies being delivered. The patient's pulse was reattained and the patient moved to a critical care unit (ccu). Computerized tomography (CT) scan and echocardiogram revealed no anomalies. The rv lead and implantable cardioverter defibrillator (ICD) remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.